Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had cosmetic damage. There was no cut, tear or hole observed. The cuff was not tested prior to use. There was no patient involvement.